Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, medical records received. The patient was revised to address pain, aseptic loosening of tibial component, large joint effusion, instability, and synovitis. The tibia component was noted to be grossly loose and the cement had completely debonded from the tibia base plate. The femoral component was well fixed. Competitor cement was used. Radiographs were reported to show a slightly mal-rotated tibia, but there was no mention of malposition in the revision notes. Doi: (B)(6) 2016; dor:0 (B)(6) 2018; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad (B)(6) 2022 was reviewed on (B)(6) 2022. (B)(6) 2016 the patient underwent a right total knee arthroplasty secondary to valgus deformity and arthritis. Attune implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2018: the patient underwent a revision of the right knee secondary to pain and suspected loosening. Intraoperatively, the surgeon identified synovitis and effusion; also confirming the tibial component was loose at the cement to implant interface. The patellar component was retained. No intraoperative complications were noted. Pmh: degenerative arthritis, right knee; hypertension; hyperlipidemia; superimposed rheumatoid arthritis; history of mrsa infection doi: (B)(6) 2016. Dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.